Event description:
Pt had ddd pacemaker implanted in 1972. Pt did well from that time. Recently, pt had some weak spells and the pacemaker was checked by phone and found to have reached end of life characteristics. Pt admitted for generator replacement.